Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 90cm, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 6494130. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's r l1 lead was fractured on imaging and also auto reducing. As a result, surgical intervention was undertaken on (B)(6) 2023. Wherein the r l1 lead was attempted to be explanted, but was scarred down and left in place.